Event description:
It was reported that the patient has expired after an implant duration of approximately 1.1 months, due to unknown reasons. Through follow-up with the health-care provider, a copy of the operative report was received for the surgery occurring approximately 1 month and 4 days before the patient's death. Unfortunately, no information regarding the device or event were learned.

Event description:
Caller reported blood glucose results of hi, which on the advantage system indicates a result in excess of 600 mg/dl, 439 mg/dl, and 236 mg/dl within 10 minutes on the advantage system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.